Manufacturer narrative:
The investigation into the delivery issue and access site bleeding has been completed. Product was returned and evaluated. Per the clinical information provided, it seems that the blue butterfly was inserted into the patient which is against the impella IFU. The root cause of the access site bleeding issue was use related to improper technique. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 82-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon implanting the impella, the repositioning sheath was in place, bleeding was seen from distal end of blue suture hub. Upon investigation, it was found that the blue suture hub was loose around the white plastic portion near the wire re-access port. Staff could not control the bleeding from this area, there was an attempt to push plastic portion into the blue suture hub, but it was unsuccessful. The decision was made to replace the impella.